Event description:
It was reported that during an unknown procedure, clips did not close completely and were malformed. Another like device was used to complete the case. There was no patient consequence.